Event description:
It was reported the pt was involved in an accident and has since not used her scs ipg. The pt does not have stimulation. An sjm rep met with the pt and was unable to communicate with the ipg using the programmer and charger. The pt stated she needs time and will inform her physician if she decides to have surgical intervention to replace her ipg.

Manufacturer narrative:
A 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.